Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: - please provide the lot number: additional information was requested, the following was obtained: (B)(4): event date: (B)(6)2023 (B)(4): event date: (B)(6)2023 - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No - what tissue was being sutured when the event occurred? - subcuticular layer of port sites and abdominal incision for both pcs - was additional dissection required in other organs/tissues other than the target tissue? No, broken suture was removed from subcuticular layer and new non-plus monocryl was obtained for both pc - was there any change in the patient¿s post operative care due to the prolonged procedure? - no for both pc - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Fedex tracking 642681388205 - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). - dr. Grace montenegro and scrub tech matt attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m related reports: 2210968-2023-04159.

Event description:
A patient underwent a sigmoidectomy procedure on (B)(6)2023 and a suture was used. It was reported that while closing the subcuticular layer of a robotic sigmoidectomy procedure, several strands of suture broke while suturing. First strand broke on small port site, second strand broke on 10-15cm hand assist port incision. Breakage observed by rep. The doctor and surgical technician, stated that the same thing happened with the same box of suture the day before on (B)(6)2023. The surgery was delayed by five minutes. There were no patient consequence. The surgery was completed with no patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/22/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one opened sample that pertain to the product code mcp496g. In order to evaluate the condition of the returned sample, the suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The product code mcp496g contains an absorbable suture and the time of exposure of suture in the environment could not be determined. The functional test could not be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received four unopened samples that pertain to the product code mcp496g, lot tbmcae. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-04158.